Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), fungal infection ("yeast infections") and psychological trauma ("psychological injuries") and was found to have gastric ph ("ph issues"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, arthralgia and fungal infection had resolved and the vaginal infection, urinary tract infection, gastric ph and psychological trauma outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, gastric ph, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for- apareunia, chronic pelvic, abdominal, dysmenorrhea, dyspareunia, menorrhagia, vaginal infection, uti, vaginal discharge, joint pain, yeast infections, ph issue and psychological injuries. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- previously reported event "injury" to herself updated to "chronic pelvic pain", events-" abdominal pain, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, urinary tract infection, vaginal discharge, joint pain, yeast infections, ph issue and psychological injuries", patient demography,lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coiled wire embedded within the myometrium and extends to the endometrial cavity at the cornua') and pelvic pain ('chronic pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and leiomyoma. Concomitant products included estrogens conjugated (premarin) since 2016, ibuprofen from 2013 to 2016, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) from 2013 to 2016 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) from 2013 to 2016. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: utis"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain"), vulvovaginal mycotic infection ("vaginal infection\yeast infections/infection (bladder/ urinary tract/vaginal) type: yeast"), depression ("psychological injuries/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), irritability ("hormonal changes describe: irritability"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition type: gas"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), constipation ("gastrointestinal or digestive system condition type: constipation"), nausea ("nausea"), acne ("other injury(ies) or complication (s) , please describe: acne"), abdominal pain lower ("lower abdomen pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and headache ("headache") and was found to have gastric ph ("ph issues") and weight increased ("weight gain / loss specify which one:weight gain"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy, bilateral oophorectomy and total vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and gastric ph outcome was unknown, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, arthralgia and vulvovaginal mycotic infection had resolved and the urinary tract infection, depression, vaginal haemorrhage, irritability, bacterial vulvovaginitis, migraine, anxiety, fatigue, flatulence, diarrhoea, constipation, nausea, weight increased, acne, abdominal pain lower, bladder disorder, urinary tract disorder and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, anxiety, arthralgia, bacterial vulvovaginitis, bladder disorder, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, flatulence, gastric ph, headache, irritability, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for- apareunia, chronic pelvic, abdominal, dysmenorrhea , dyspareunia, menorrhagia, vaginal infection, uti, vaginal discharge, joint pain, yeast infections, ph issue and psychological injuries. Current weight 154lbs. 2. Approximate weight at the time of essure placement 178 lbs. Good placement with 5 coils inside the uterus at the level of the left and right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: dysmenorrhea, concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs and mr received. New events: abnormal bleeding (vaginal), bladder or urinary problems or changes, hormonal changes describe: irritability, infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis, migraines / headaches, psychological or psychiatric problems condition: anxiety, fatigue, gastrointestinal or digestive system condition type: gas, diarrhea, constipation, nausea, weight gain / loss specify which one:weight gain, other injury(ies) or complication (s) , please describe: acne, lower abdomen pain. Embedded device were added. Yeast infection was updated to infection (bladder/ urinary tract/vaginal)type: vaginal yeast infection, psych injury was updated to psychological or psychiatric problems condition: depression. Outcome for events were added. New reporters, concomitant conditions and drugs were added. Lab data added. Event vaginal infection clubbed with vaginal yeast infection. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.